Event description:
Prytime is filing this report with an abundance of caution due to the presence of an introducer sheath during a case which may have contributed to the development of compartment syndrome, thus requiring a fasciotomy. The case involved a young male who sustained a crush injury via a forklift. The patient was presented to ed where the medical team began transfusing blood. An arterial line was placed in the right leg (femoral artery) and reboa procedure was attempted in zone three. The surgeon made adjustments due to low sbp and moved the reboa balloon catheter into zone one; simultaneously, the medical team continued blood transfusions. The patient was transferred to CT, where no impressive fractures were visualized; however, it was noted that the bladder was disconnected and "free floating" in the retroperitoneal space - a large hematoma was identified as well. The patient was transferred to ir for gel-foam placement in the iliacs. Throughout the ir procedure the patient would continue to become hypotensive. Next, the team transferred the patient to the or where a large amount of venous blood was identified in the pelvis and peritoneal packing was placed. After the procedure was completed the sheath and balloon catheter were removed, and a pulse was present in the leg. An ultrasound was conducted twenty-four hours later showing no issues. The patient was transferred to the ICU and additional blood transfusions were administered. During the nighttime, the patient was transferred to the or for re-packing of the pelvis and again the following morning. The patient continued to output a large amount of blood; it was unclear as to where the blood was coming from. Approximately one to two days later, it was recognized that the patient developed compartment syndrome and a fasciotomy was conducted. When asked what the contributing factor was, the surgeon stated that because the patient was hypertensive at multiple points throughout the process, the patient's blood flow down to the legs was diminished, thus requiring surgical intervention (fasciotomy). The surgeon believed the sheath played a very small factor and does not believe it was the product alone. The primary issue was the patient's profound shock. Overall, the presence of the introducer sheath could not be ruled out as a potential contributor in the patient's development of compartment syndrome. In addition, there is no reported or alleged failure or deficiency of the kit components, the kit, or labeling. The introducer sheath is manufactured and labeled by a contracted OEM and is included in the prytime convenience kit.